Event description:
Boston scientific received information that the patient with this device sought medical care due to a pocket erosion that also included a notable infection, with evidence of necrosis. Prior to surgical intervention, the patient passed away. No return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.